Manufacturer narrative:
(B)(4): analysis of the neurostimulator (model 3020, serial# (B)(4)) found no anomaly. The device was functionally okay. Good, stable output was observed on each electrode pair. Analysis of the lead (model 3889, lot# v006652) found conductor wires 2 and 3 were broken 4.1 cm and 4.2 cm from the distal end at tines. Continuity was acceptable on circuits 0 and 1; circuits 2 and 3 were open. Analysis of the extension (model 3095, serial# (B)(4)) found no anomaly. Good, stable output was observed on each electrode pair.

Event description:
It was reported that the patient experienced an undesirable change in stimulation sensation. When the neurostimulator was interrogated, the patient did not notice any stimulation. The patient also experienced pain at the device or lead site, and felt discomfort when she sat down. When the device was interrogated a malfunction was suspected. The patient requested the device be removed. The neurostimulation system was explanted and replaced on (B)(6)-2011. No patient injury occurred. The patient's status was unknown.